Event description:
It was reported that during a peroneal percutaneous translumenal angioplasty procedure, a guide wire fracture occurred. The graphix guide wire was advanced to the eccentric, 90-100% stenotic mid peroneal artery. The radiopaque end of the guide wire looped and became "dismantled" during withdrawal and approx 1 cm of the guide wire remained in the stenotic portion of the peroneal artery. The physician reported that because it remained in the occluded/stenotic portion, no negative outcome is expected. A vascular surgeon was consulted and it was determined that the course of action would be observation of the pt. The pt's status is reported as "stable".